Event description:
A united states distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor would not power on completely. Upon evaluation, the monitor failed the flash test, indicating a likely intermittent bga connection at pin a25 of flash components u102 and u105. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.